Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 23mm sapien 3 ultra valve, resistance was felt during insertion of the 23mm commander delivery system into the 14fr esheath+. The system was advanced to just outside the partially expandable portion of the esheath+. The operator attempted to advance the system one more time, but was unsuccessful. The decision was made to remove the esheath+ and delivery system as one unit and insert a new 14fr esheath+, 23mm sapien 3 ultra valve, and commander delivery system. The new system was inserted, and the valve was successfully deployed. The access site was perclosed, and angiography showed a dissection in the right common femoral artery (rcfa). A cutdown was performed to repair the rcfa. Per report, the perceived root cause was unknown, however, it was noted that the patient's artery was friable, and it is believed that the dissection occurred during initial valve/sheath removal.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Corrections to section h6 codes. The esheath was not returned to edwards lifesciences for evaluation. Imagery of patient's anatomy was reviewed and reveals presence of tortuosity and calcification in patient's access vessels. Calcification appears in the abdominal aorta. As the resistance was experienced ''just outside the partially expandable portion of the esheath+'', it is unlikely the calcification in this location contributed to the alleged resistance. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to no imagery/device provided. An existing technical summary written by ew captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per follow up question, ''the patient access vessel had mild tortuosity''. In addition, imagery revealed presence of tortuosity in patient's access vessels. Since no manufacturing non conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required at this time. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per follow up question, ''the patient access vessel had mild calcification''. However per imagery, the location of the calcification likely did not contribute to the resistance experienced. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed the the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported event.